Event description:
It was reported the pt experience positional burning at the ipg pocket site. She reported she feels this whether the system is on or off and it worsens if she sits on the ipg. The physician stated this is most likely due to a potential infection or irritation under the battery. The pt allegedly has stimulation off at this time but still feels the discomfort. No further info is available.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.